Event description:
This pt underwent a limited discectomy at l5-s1 to repair a radiculopathy secondary to a left herniated nucleus pulposus in which adcon gel was administered. At two weeks post-surgery the pt suffered headaches and buttocks pain. A MRI revealed a pseudomeningocele. The pt was treated with a epidural blood patch and recovered without sequelae.

Event description:
A pt underwent a spinal surgical procedure in which adcon gel was administered. Within 6 weeks post-operatively, the pt presented with pseudomeningocele.